Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the imaging system. The system was performing as intended and no hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image quality went down. The site stated that they heard a loud sound from the system and noticed that the image quality was less than expected. No patient was present at the time of the event. Additional information was received stating that the system was contacted to obtain clearer information. The site decided to continue using the system. The log files do not indicate any issues and image quality was likely low duo to metal artifacts. An onsite visit was planned as soon as the manufacturer representative could get there. The reported issue occurred during a sacroiliac and thoracolumbar procedure. There was no reported delay to the procedure. No impact on patient outcome. The system was opened and checked for mechanical damage and some covers were found with damage. The dingus inside was in the right position and no cables touched the sides of the gantry. Images were taken to verify that the system works and both 2d, enhanced 2d and 3d worked as expected. Probable cause of the reported issue was that some covers were bent out of shape and a fan had been detached. It is suspected that these issues made the system stop functioning. The system work but a number of covers have been noticed as damaged and it would beneficial to change. The site is still using the system the with the damaged parts.